Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. Additional information indicated that a wound vacuum-assisted closure (vac) was performed. No additional adverse patient effects were reported. The ICD was explanted.